Manufacturer narrative:
The device was not in clinical use at the time of the event. There was no report of patient or user harm/impact. This issue occurred during performance verification testing (pvt). The customer replaced the backup battery to resolve the issue. The device passed testing and was returned to service. The customer disposed of the failed battery. No further information is available.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 25nov2020.

Event description:
The customer reported the ventilator would not power on. There was no patient involvement. Initially with battery and ac power connected the mains led was illuminated. It would not power on. The customer removed ac, then battery power, reconnected just ac power and the unit powered on by itself. The display just flashed white then went dark, no display. The customer disconnected ac power then reconnected battery and ac power and the battery led is now illuminated however still no display. The remote service engineer advised to swap the user interface assembly with another unit for troubleshooting. The user called back for the part number for the lcd assembly.